Event description:
A customer reported a tandem mobi cartridge alarm issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer to remove the cartridge from the pump and attempt a bolus, but the alarm recurred, leading to a decision to replace the pump and the original cartridge. The customer will use manual injections as a temporary solution and was provided instructions for returning the faulty pump and setting up the replacement with updated software.